Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with an alert for out of range rv lead impedance via merlin.net. No electrical anomalies were observed. Performing isometrics and pocket manipulation was suggested. During a follow-up in clinic therapy was turned off. The patient was provided with life vest and will continue to be monitored with a routine follow-up.